Event description:
It was reported that the pt had experienced truncal pruritus and decreased tone of the lower extremities. The pump and catheter were replaced in 2008;"? Defective catheter or pump". It was also reported that there was a hole in the catheter, post-procedure. The pt's status was reported as "recovered without sequela".